Event description:
Caller reported blood glucose results of 324 mg/dl, 434 mg/dl, and 90 mg/dl taken on 3 different advantage meters at the same time using the same finger stick. Caller does not know which meter gave which result, has no strip information. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
(B)(4). Strips not available for return.